Manufacturer narrative:
Customer to service device.

Event description:
The international customer reported there was no output voltage from main pcb at inhalation solenoid valve. The customer reported the device was in use on a patient, and there was no patient harm. The customer will replace the main pcb board to address the reported problem. An autozeroing failure may affect the accuracy of the system pressure measurement which can be detrimental to the patient when in use.